Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil migrated and perforated my uterus') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequent periods, pregnancy and miscarriage. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("multiple cysts"), irritable bowel syndrome ("bowel irritation"), dyspareunia ("I ve never had pain during sex"), abdominal distension ("bloating"), constipation ("severe constipation"), intestinal obstruction ("blockage in my intestine") and abdominal pain lower ("cramping"). The patient was treated with linaclotide (linzess) and surgery (cyst removal in (B)(6) 2017 and (B)(6) 2015 and removal of migatred coil in (B)(6)). At the time of the report, the uterine perforation, cyst, irritable bowel syndrome, dyspareunia, abdominal distension, constipation and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, constipation, cyst, dyspareunia, intestinal obstruction, irritable bowel syndrome and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-uterine perforation, cysts, dyspareunia, abdominal distension, constipation, irritable bowel syndrome, intestinal obstruction and abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil migrated and perforated my uterus') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequent periods, pregnancy and miscarriage. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("multiple cysts"), irritable bowel syndrome ("bowel irritation"), dyspareunia ("I ve never had pain during sex"), abdominal distension ("bloating"), constipation ("severe constipation"), intestinal obstruction ("blockage in my intestine") and abdominal pain lower ("cramping"). The patient was treated with linaclotide (linzess) and surgery (cyst removal in (B)(6) 2017 and (B)(6) 2015 and removal of migrated coil in july). At the time of the report, the uterine perforation, cyst, irritable bowel syndrome, dyspareunia, abdominal distension, constipation and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, constipation, cyst, dyspareunia, intestinal obstruction, irritable bowel syndrome and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-uterine perforation, cysts, dyspareunia, abdominal distension, constipation, irritable bowel syndrome , intestinal obstruction and abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil migrated and perforated my uterus') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequent periods, pregnancy and miscarriage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("multiple cysts"), irritable bowel syndrome ("bowel irritatation"), dyspareunia ("I ve never had pain during sex"), abdominal distension ("bloating"), constipation ("severe constipation"), intestinal obstruction ("blockage in my intestine"), abdominal pain lower ("cramping"), dizziness ("dizziness"), headache ("headaches") and nausea ("nausea") and was found to have blood glucose decreased ("sugar level drops"). The patient was treated with linaclotide (linzess) and surgery (cyst removal on (B)(6) 2017 and on (B)(6) 2015 and removal of migrated coil on (B)(6). At the time of the report, the uterine perforation, cyst, irritable bowel syndrome, dyspareunia, constipation, abdominal pain lower and blood glucose decreased outcome was unknown and the abdominal distension, dizziness, headache and nausea had resolved. The reporter considered abdominal distension, abdominal pain lower, blood glucose decreased, constipation, cyst, dizziness, dyspareunia, headache, intestinal obstruction, irritable bowel syndrome, nausea and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-uterine perforation, cysts, dyspareunia, abdominal distension, constipation, irritable bowel syndrome , intestinal obstruction and abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event dizziness, headaches, nausea, bloating, were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.